Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked enclosure and tank cover. Customer?s reported issue was duplicated. Display showed incomplete digits and enclosure was cracked and leaking at the drain elbow. The root cause of the issue was determined to have been caused by faulty printed circuit board and cracked enclosure. Actions taken to mitigate the reported issue: replaced printed circuit board and enclosure. UDI information is unknown.

Event description:
It was reported that the display is missing digits and it has a leak at bottom of enclosure by drain elbow. No patient injury reported.